Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device change out procedure for therapy change, the physician experienced difficulty placing this right ventricular (rv) lead. When the lead was in position it yielded high threshold measurements. The physician also noted that the helix was difficult to extend and retract. Subsequently it was attempted and not implanted. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. The helix was not performing as intended during testing due to it being clogged with dried blood and body fluid. During testing the dried blood was able to be loosened and the helix was able to function, but was sticky. The lead tip appeared intact and had no anomalies. Analysis was unable to confirm the high threshold allegation as measurements throughout electrical testing were within normal limits.